Event description:
The following was reported via maude event report ((B)(4)) and by the patient. (B)(6) 2009-patient was implanted with a bard 3d max mesh during laparoscopic left inguinal hernia repair. It has been alleged that post-operatively, the patient complained of extreme pain down his legs, mostly on the left side when the hernia was repaired and rashes all over his body. "My legs would go numb and tingle and it felt like they were on fire. I was unable to walk for long distances or do any sports without extreme pain." The patient also alleges night sweats and feeling hot. "The doctors said it was an infection and my body was treating it like it was a foreign object and I was allergic to it." Allegedly on (B)(6) 2013 the patient underwent mesh explant; "96% of it was removed and I still have rashes, painful urination, painful bowel movements and pain with sex." Patient alleges permanent damage on his stomach and that it is lopsided, and painful to touch. Patient alleges he has had two additional surgeries (no dates provided); the second surgery to remove adhesions around the are, and the third surgery to remove more of the mesh. Patient alleges he needs additional surgery to remove all of the mesh.

Manufacturer narrative:
Currently, it is unknown to what extent if any the bard device in question may have caused or contributed to the reported event davol was initially contacted by the patient's allergist reporting that the patient was implanted with a bard 3d max mesh 4/5 years ago and has experienced a foreign body reaction. His allergist requested and was provided with a sample for reactivity testing. Based on the information provided by the allergist the patient did not show for a scheduled appointment to complete the reactivity testing. The patient has provided davol with some additional information including allegations of rash, infection, pain, and explant of 96% of the mesh. No medical documentation has been provided in support of these allegations. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. When/if the reactivity testing has been completed and the results reported to davol, a follow up MDR will be submitted.